Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, over infused 16.02ml. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(4).